Event description:
During an air medical transport: while preparing to lift off from the airport, the propaq shut down and then began cycling on and off approx 3 times. When the machine turned back on, the numbers remained the same and then the screen froze and shut off again. We diverted to double eagle with the pt on board and picked up the rw propaq and the mrl for back up. Pt transport was delayed by 30-45 minutes. No adverse reaction noted to pt. This monitor just returned from MFR for same issue.